Manufacturer narrative:
Date of event is estimated. The event of ipg flipped in the pocket was reported to abbott. The physician corrected this with surgical intervention. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference# 1627487-2020-31012, 1627487-2020-31013, 1627487-2020-31014, 1627487-2020-31015. It was reported the ipg was flipped in the pocket. In turn, patient underwent surgical intervention on (B)(6) 2020 where the ipg was flipped back to the original position resolving this issue.